Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range hv lead impedance was observed. Setting up a custom egm channel in-clinic to check for noise was recommended. No further details available.

Event description:
New information received states that the rv lead was explanted at an unknown date. No further information is available at this time.

Manufacturer narrative:
A partial lead was returned for analysis in 3 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.